Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced bladder pain, voiding dysfunction, vaginal bleeding, pain during intercourse, pain during urination, and localized pelvic pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.